Event description:
It was reported that the patient presented at office consultation with an inflatable penile prosthesis (ipp) that was not working properly. Upon inspection, it was found that the tube connecting the cylinder had cracks. The pump and cylinder were removed and replaced with new ones. There were no patient complications reported.

Event description:
It was reported that the patient presented at office consultation with an inflatable penile prosthesis (ipp) that was not working properly. Upon inspection, it was found that the tube connecting the cylinder had cracks. The pump and cylinder were removed and replaced with new ones. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of these inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. Visual examination identified wear in both cylinder bodies. One of the cylinders had a leak at the bonding joint at the proximal cylinder body, consistent with fatigue and wear; a hole was present. The second cylinder had an excess air between the inner and outer tubes when inflating with syringe, with bulging present. Visual examination of the pump did not identify any leaks. Functional testing of the cylinders was not performed due to the leaks observed; however, functional testing of the pump identified that the component did not pass the activation test. Based on the information available and analysis results, the leak observed in the first cylinder, bulging of the second cylinder and the pump not working within specification, could have caused or contributed to the reported clinical observation.